Event description:
It was reported that the tip of the footed portion of the attachment broke during a cranial procedure. The broken piece could not be located. CT scan and x ray was used to try to locate the broken piece without success. Copious irrigation was used during the procedure without locating the part. It was reported that there was no pt impact. On follow-up, it was noted the surgeon felt something odd during the procedure. When the flap was turned, it was noted that the footed portion was damaged. It was also noted that there was a laceration that was quickly cauterized. Three CT scans were taken to search for the detached tip, none of them indicated there was metal in the area. The pt was admitted to the hospital due to a blood clot identified in the brain. The pt was noted to be in "grave condition" prior to the procedure. The pt passed away in 2009, due to massive intracranial bleed. The hospital staff indicated that there was no causal relationship between the detachment of the footed portion and the passing of the pt.

Manufacturer narrative:
Report inconclusive. The device was not returned for evaluation. On follow-up, it was noted that the user facility determined that there was no causal relationship between the malfunction and the passing of the pt. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 53 months without any record of factory service.